Event description:
It was initially reported that the device was received with a note stating, the device broke while attempting to load the cartridge. No other details are presently known. No patient impact reported.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results found that the device was received in good visual condition and with no reload present. After further analysis, a cartridge pan was noted to be inside the device channel. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to what may have caused the pan to dislodge. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.